Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she was getting an error message on her pump and she was going to get clamp when call was disconnected. Customer stated that she has been getting high blood glucose and she was getting clip to run high pressure test. Patient's blood glucose at time of incident was high 200mg/dl. Patient's current blood glucose was over 600mg/dl. The pump passed high pressure test. The sensor was having sensor updating and change sensor. Customer¿s blood glucose was 506mg/dl now. The pump will not be returned for analysis.